Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherit risk.

Event description:
It was reported that a boston scientific (bsc) technical services consultant was contacted for episode review to determine if the rate response behavior is related to the ventricular tachycardia (vt) episodes. The trace shows 4 events of ap/vs at maximum sensor rate (msr) of 140bpm which appears to go into vt for up to 16 seconds. The histograms show a smooth curve with an unusual spike in the 140-150bpm column, all paced both in the atrium and right ventricle (rv). It was noted the minute ventilation (mv) and the accelerometer (xl) are both on. The consultant discussed the clinical observations with a bsc engineer who stated the spike of 150 bpm is likely related to mv response. The mv response is programmed to 13 and the recommendation was made to decrease this by 1 or possibly 2 values. Additionally, the consultant provided troubleshooting guidance to the caller to determine if the msr is clinically appropriate for this 80 year old patient. The device remains in service and no adverse patient effects were reported.